Manufacturer narrative:
(B)(4). The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient indicated a bilateral increase in light sensitivity in the last month. Topical steroid dosage was increased. Patient is overall unhappy with her surgical outcome. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.